Event description:
The pt received her scs system on (B)(6) 2011. It was reported by the implanting physician's office that the pt died on (B)(6) 2011. It was reported that the pt had an aneurysm; however, the physician did not confirm the cause of death. The manufacturer attempted to contact the pt's physician for additional info but no further info was obtained. It is unk if the pt's devices were still implanted at the time of the pt's death. It is unk if any devices will be returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.